Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an episodes of supraventricular tachycardia (svt) was incorrectly diagnosed and high voltage (hv) therapy was inappropriately delivered. The device was reprogrammed and medication was increased to resolve the event. The patient was stable and will continue to be monitored.